Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) microvolume tube sets leaked. The reporter stated that the sets ¿were coming apart where the set enters the pump, exits the pump, at the luer lock, and was also leaking.¿ this occurred during compounding. There was no patient involvement. No additional information is available.